Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product and its packaging were not returned; therefore the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 4/5/2011, which is 18 months from the date of manufacture (10/6/2009), as specified in the product specification. This confirms that the product was labeled correctly, and based on the reported information the product was used 22 days past the labeled expiration date. It should be noted that the xience v instructions for use states: do not use after the use by date. The expiration date of the product is important for the sterility, efficacy and performance of the device. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for use after expiration for this lot. There is no indication of a lot specific product quality deficiency. Although the exact cause of why the product was used after expiration cannot be determined from the reported information, it appears that use error likely contributed to the reported complaint.

Event description:
It was reported that on (B)(6) 2011, the patient underwent an uneventful stenting procedure in the right coronary artery with a 2.25 x 12 rx xience v stent. After the procedure was completed, the device box was scanned into the hospital's system. The recorded expiration date of the stent was (B)(6) 2011. There was no reported adverse patient effect or sequela. Though requested, there was no additional information provided.